Manufacturer narrative:
The technician replaced the side rail to resolve the issue.

Event description:
The account alleged the side rail was stuck in the mid position and would not move or latch. No pt impact.